Manufacturer narrative:
Complaint number (B)(4). The filler was injected into the patient and is not available for return. A review of the DHR has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch wil be submitted.

Event description:
The healthcare professional reported injejcting 0.5ml of evolysse smooth into the marionette lines of a patient via 25g 1.5" dermasculpt cannula. Patient complained of discomfort and pain within the gums near lower teeth. Patient was observed to have brusing and visible lumps and tracks of product in the oral mucosa of the lower lip. The hcp dissolved the product with 150 units of hylenex. Patient's discomfort was resolved immediately. The patient has brusing following treatment.

Manufacturer narrative:
The filler was injected into the patient and is not available for return or evaluation. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. No similar complaints were found for this lot. This is a known potential adverse event addressed in the product labeling and risk management file. Lumps are know side effects lumps and bumps appearing just after administering an injection is likely the result of an uneven distribution of a product that has been injected too superficially or in too large a quantity. The effect is temporary. Complaint number (B)(4).

Event description:
On september 10, 2025, the healthcare professional reported injecting 0.5ml of evolysse smooth into the marionette lines of a patient via 25g 1.5" dermasculpt cannula. Patient experienced discomfort and pain within the gums near lower teeth. Patient was observed to have bruising and visible lumps and tracks of product in the oral mucosa of the lower lip. The hcp dissolved the product with 150 units of hylenex. Patient's discomfort was resolved immediately. The patient experienced bruising within normal limits following treatment.